Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. This condition occurred when plugging in the device. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be a deep discharge on main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Baxter has received similar reports for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.